Manufacturer narrative:
Device was used on the rfa following a diagnostic catheterization procedure. Four days later the pt presented with drainage from the groin where device was used. An I&d and oabx was required. Code 86: evaluation of this event is based on manufacturing and qc procedures and historical use of device related to this event. Code 68: product is assumed to be sterile based on manufacturing and qc procedures. Attribute infection to inadvertent contamination during or after procedure. Correction: delete 1738 from h previously included due to misunderstanding of coding manual and requirement to identify if f10 codes are included in labeling.